Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump noted the pump was in good physical condition. Functional testing involved accuracy testing and functionality testing; the device passed testing. A review of the event history log noted that a "loss of power occurred while running" was observed while the pump was running on the patient at the time of the occurrence. The circuit board was replaced as a preventative measure. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump stopped working on a patient during overnight infusion. No adverse patient effects were reported.